Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufv8573 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported at home nurse attended for routine PICC care, dressing change. New stat-lock would not clamp closed on one side and difficult to clamp on the other side despite multiple attempts to close. Assessment/treatment given: rn managed to clamp one side of stat-lock but unable to close the clamp on the other side. Secured with tape from stat-lock pack across stat-lock, iv300 and tubifast stocking doubled over.